Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill anomaly due to completely broken reservoir tube lip. Unit had minor broken battery tube threads, missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin was squirting out" during the manual prime process. Customer¿s current blood glucose was not given. Customer states they were wearing the pump during priming. Customer stated that drive support cap was normal. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.